Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient fractured her proximal tibia a few months after her primary total knee. Loosening occurred at the bone to cement interface. Doi: (B)(6) 2019; dor: (B)(6) 2019, left knee.